Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter for evaluation, as they discarded the suspected contour next test strips and contour next control solution. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g64, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided. The customer discarded the control solution associated with the event occurrence. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that she ran a control test with the contour next link 2.4 meter and obtained a reading of 120 mg/dl at 7:53 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run with a different lot of contour next control solution and the readings obtained were properly marked as control tests. There was no allegation of an adverse event. The customer discarded the control solution and test strips associated with the event. A replacement meter kit was sent to the customer.